Event description:
Complainant states that these blood surgar measuring devices are very inaccurate but it is difficult for them to use another firm's device because medicaid only pays for this companies strips that are used only with this device. The device is routinely off by a value of 40-70 which can adversely affect their health because they will be giving themself the incorrect dose of insulin (insulin dependent). Complainant said when they called johnson & johnson (owns lifescan) they told them they took it off the market but it was not a recall. Complainant thinks that FDA should know about this and make the firm conduct an effective recall and provide pts with accurate blood sugar measuring devices. Because of the device's inaccuracy complainant give themself an incorrect dose of insulin which affects health and potentially could be life threatening.